Event description:
Customer reported receiving erratic readings on his freestyle lite blood glucose meter. Customer reported receiving readings of 384 mg/dl, 349 mg/dl, 84 mg/dl, 71 mg/dl, 82 mg/dl, 155 mg/dl, 79 mg/dl, 63 mg/dl, and 66 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer also reported symptoms of hypoglycemia for which he self-treated by taking his usual diabetes medication. No third-party medical intervention was required. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete.